Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the ventilator with the customer over the telephone. The tse recommended switching the solenoid valves (psol). The tse also recommended performing calibrations and to running the ventilator for 48 hours.

Event description:
It was reported that, during patient use, the ventilator stopped cycling. It is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.